Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an ladg procedure, the staples were malformed when the device was used for gastroduodenostomy. The firing sound was higher than usual, and the washer was not cut. The concomitantly-used device of dst (double stapling technique) was a linear cutter. Another device was used to complete the case. There were no adverse consequences to the patient.